Event description:
It was reported that the screw fractured at the site. Customer has requested removal tools to remove the fractured piece from the implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of event: event date not provided. Brand name not provided. Catalog number and lot number not provided.

Event description:
The customer clarified that the abutment screw was successfully removed from the implant.

Manufacturer narrative:
Supplemental report provided as the customer provided the item and lot number for device previously reported under MFR #0001038806 - 2022 - 00438.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One certain® low profile 30° abutment 4.1mm(d) x 3mm(h), ilpac4330 was not returned for investigation. Therefore, visual inspection could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Per: no pre-existing conditions were noted on the per form provided. Bone density type is unknown. The reported device was located on unknown tooth sites. Picture/x-rays: pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: precautions breakage warning per the applicable IFU, it is stated that improper technique can lead to device failure. Additionally, breakage may occur when device is loaded beyond its functional capability. DHR review: DHR review was completed for the subject lot numbers (2014110539). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the subject lot number (2014110539) for similar events (complaint category keywords: fracture screw) and no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product was identified. Post market trend review: june post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and devices (ilpac4330). Malf/event: based on the available information, device malfunction was could not be verified and the reported event was non-verifiable. Sections updated: b4: date of this report g3: date investigation results were received g6: type of report and follow up number h2: follow up type h3: device evaluated h6: adverse event problem codes h10: manufacturer's narrative section corrected: h4: manufacturing date d4: expiration date.